Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation, the monitor failed incoming functional testing. The cause of the problem was isolated to a damaged r781 driven ground resistor on the computer/analog board. This damage is considered consistent with the reported external defibrillation. Device evaluation of electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was in a medical facility and became unconscious. The medical facility staff administered CPR. The patient subsequently passed away. The lifevest delivered a treatment on (B)(6) 2016 at 23:31:51. The pulse delivered was 159 joules. The rhythm at the time of treatment was asystole with CPR artifact. The post shock rhythm was asystole with CPR artifact. A second treatment was delivered at 23:32:24. The pulse delivered was 150 joules. The rhythm at the time of the treatment was vt at 150 bpm. The post shock rhythm was asystole with CPR artifact. A third treatment was delivered at 23:32:55. The pulse delivered was 150 joules. The rhythm at the time of treatment was considered an idioventricular rhythm at 75 bpm with CPR artifact. The post shock rhythm was an idioventricular rhythm at 75 bpm. A fourth treatment was administered at 23:35:39. The pulse delivered was 150 joules. The rhythm at the time of treatment was CPR artifact. The post shock rhythm was CPR artifact. A fifth treatment was administered at 23:40:01. The pulse delivered was 150 joules. The rhythm at the time of treatment was vt at 170 bpm. The post shock rhythm was bradycardia at 55 bpm, non-sustained ventricular tachycardia (nsvt) and CPR artifact. A sixth treatment was administered at 23:41:44. The pulse delivered was 150 joules. The rhythm at the time of treatment was vf. The post shock rhythm was vt at 170 bpm. A seventh treatment was administered at 23:42:08. The pulse delivered was 150 joules. The rhythm at the time of treatment was vt at 170 bpm. The post shock rhythm was an accelerated idioventricular rhythm at 140 bpm. An external defibrillation was administered by hospital personnel at 23:45:00. The rhythm at the time of the external defibrillation was vf. The post shock rhythm was accelerated idioventricular rhythm at 115 bpm. An eighth treatment was administered at 23:45:11. The pulse delivered was 150 joules. The rhythm at the time of the treatment was accelerated idioventricular rhythm at 140 bpm. The post shock rhythm was an accelerated idioventricular rhythm at 140 bpm. The device was shutdown at 23:52:34. Over sensing of a low amplitude input signal as well as CPR artifact contributed to the false detection. There is no indication that the treatments caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm before the treatments.